Manufacturer narrative:
On (B)(6) 2015 12:44 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4), USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet service technician. Tested bubble sensor with circuit for 2 hours. Unable to duplicate complaint. Verified all pressure channels within specifications. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the bubble detector activated during patient treatment and shut off the pump three times. The customer was able to override and continue use. No reported patient effect. (B)(4).